Manufacturer narrative:
Correction: g3.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 14.4 cm to 14.6 cm from the connector pin, 10.0 cm to 10.8 cm and 35.8 cm to 36.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Final analysis found that the insulation was abraded at 40.2 cm to 40.4 cm and 42.5 cm to 43.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. The lead also had a suture sleeve impression at 39 cm from the distal tip.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h2.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was oversensing noise. No intervention was performed. The patient was in stable condition.